Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the speaker malfunction inop and no sound. It is unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Philips remote service engineer (rse) customer spoke with the customer who indicated that the speaker was faulty. The customer checked the connections and couldn¿t find the exact source of fault. The (rse) arrange a quote for a replacement speaker assembly and mainboard to be ordered and sent to the customer. The speaker assembly and mainboard were shipped to the customer to resolve the issue.